Manufacturer narrative:
(B)(4). Revision surgery occurred on (B)(6) 2013; however, no radiographs or explanted product have been provided to nuvasive. Investigation into root cause will continue if/when product becomes available. If subsequent relevant information is obtained, a follow-up report will be filed. Review of pertinent labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads of the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."

Event description:
An alif procedure was performed on (B)(6) 2012. During the 90-day follow-up visit, it was discovered that one of the bone screws in the intervertebral device had broken as noted in radiographs. A revision surgery was performed on (B)(6) 2013, and included removal of the broken bone screw and implantation of a supplemental posterior pedicle screw construct. There was no pt injury.